Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone and recommended to replace the graphical user interface (gui) touch frame printed circuit board (pcb). The customer followed the tse recommendations and unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had unresponsive touch screen. The ventilator was not in use on a patient at the time the malfunction occurred.